Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown size epic max was chosen for a procedure. During procedure, it was noted that the epic max sails did not co-opt with the others